Manufacturer narrative:
.

Event description:
It was reported tht during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The totally occluded target lesion was in the severely tortuous and calcified mid left anterior descending (lad) artery. After the physician implanted a non bsc product in the distal lesion, the 2.50x24mm taxus express2 drug eluting stent system (des) was advanced to the target lesion. The attempt to cross the lesion was unsuccessful. When the device was removed from the patient's body, it was observed that the proximal edge of the stent was lifted up. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good."